Event description:
It was reported by service report that the communication cord was smashed. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: communication cord had been run over by the bed caster.